Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The device was returned and the product evaluation is in progress. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29 mm mitral valve was explanted and replaced with a 33 mm valve after an implant duration of 15 years, 4 months due to severe regurgitation and severe perivalvular leak. Per medical records, the subject mitral valve was noted to have a large perivalvular leak at the medial commissure and some dehiscence. The patient was weaned from cardiopulmonary bypass without difficulty. The patient tolerated the procedure and was transferred to the intensive care unit. As reported, the surgeon stated that the explant was due to "mostly" pvl but he also noted an area where the leaflet was separated from the stent near the base. He did not think that the leaflet was damaged during the explant procedure, but would like to have the valve evaluated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H3: product evaluation: customer report of perivalvular leak could not be confirmed through visual observations. Leaflet tear in the as received condition may contribute to regurgitation. X-ray demonstrated wireform intact and minimal calcification on leaflets 2 and 3. Leaflet 3 had a 14mm tear near commissure 1 and calcification was evident at the tear. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at both the inflow and outflow aspects. All three leaflets were thickened and swollen near the commissures. Sutures remained attached to the sewing ring around the valve. There can be several root causes of leaflet thickening. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation and/or stenosis. Depending on the severity of the leaflet thickening, surgical/percutaneous intervention may be indicated or required after the initial surgery.

Event description:
It was reported that a 29mm mitral valve was explanted and replaced with a 33mm valve after an implant duration of 15 years, 4 months due to severe regurgitation and severe perivavular leak. Per medical records, the subject mitral valve was noted to have a large perivalvular leak at the medial commissure and some dehiscence. Per product evaluation, leaflet thickening was the primary code. As reported, the surgeon stated that the explant was due to "mostly" pvl but he also noted an area where the leaflet was separated from the stent near the base. He did not think that the leaflet was damaged during the explant procedure, but would like to have the valve evaluated.